Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Hospital nurse reported that the customer was hospitalized due to low blood glucose level. The customer's blood level glucose was unknown at the time of the incident. The hospital nurse stated that the insulin pump over delivered insulin. The insulin pump's bolus history was checked and the over delivery cannot be confirmed. Nurse was advised to have customer call to troubleshoot insulin pump. The product will not be returned for analysis.